Manufacturer narrative:
Cmp(B)(4). Zimmer m/l taper stem cat#unk lot#unk, zimmer versys femoral head cat#unk lot#unk, zimmer kinectiv neck cat#unk lot#unk, zimmer cup cat#unk lot#unk, zimmer liner cat#unk lot#unk. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03253, 0002648920 - 2020 - 00414, 0001822565 - 2020 - 03254.

Event description:
It was reported the patient underwent left total hip arthroplasty. Subsequently, patient underwent revision approximately 4 years later due to unknown reasons. It was noted the stem, head, and kinectiv neck were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported the patient underwent initial left total hip arthroplasty. Subsequently, the patient was revised approximately 4 years later due to taper corrosion and metal related pathology. The shell remained intact, and all other components were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a4; b1; b5; b6; b7; d1; d2; d4; d11; g4; g5; h2; h3; h4; h6; d11: item # 00630505036 item name liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 62224391 item # 00620205022 item name shell porous with cluster holes 50 mm lot # 62058393 item # 00625006525 item name bone screw self-tapping 6.5 mm dia. 25 mm length lot # 62143451 once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the records identified the following: patient was revised due to taper corrosion and metal related pathology. Lab results showed elevated chromium and cobalt levels. Operative notes identified visual taper corrosion and adjacent soft tissue necrosis. Gluteus medius and minimus had chronically delaminated in a sheet of tissue. No purulence or evidence of infection. No poly wear and liner was removed without damaging locking mechanism. Shell was well fixed and left in place. Stem was removed without issue as surgeon did not want dual tapers. No further complications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.